Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, severe noise generation was found and was isolated to a damaged/broken contact pin inside the video connector socket. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the severe noise generation occurred due to a damaged/broken contact pin inside the video connector socket. However, the cause of the broken contact pin inside the video connector socket could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (okr) field service engineer was informed that the customer visera elite ii video processor has an image defect, ¿the image cannot be identified due to the severe noise generation¿. The customer reported issue was found at preparation for use. The video processor was replaced and the scheduled diagnostic procedure was completed using a similar device. There was no delay in the procedure and no death or injury has been reported to olympus.

Manufacturer narrative:
Added codes in h6: types of investigation.